Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient undergoing high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support and encountered repositioning issues immediately after. The physician was unable to obtain optimal position after multiple repositioning attempts. The physician opted to remove the impella cp pump due to fears of the pump further migrating toward the mitral valve, and potential hemolysis. The patient was noted to be in stable condition.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. No product was returned for evaluation. Data logs were reviewed and no position alarms were noted. There was some variability in placement signal during case, and lv and ao waveforms became fully coupled at end of case but motor current and pump flow remained pulsatile. Clinical details noted that pump was unable to be placed in optimal position even with repositioning and was positioned up against mitral apparatus. The root cause of the positioning issues cannot be determined as limited clinical information was provided.